Event description:
During deployment of the last coil the barricade complex frame 11 mm x 37 cm of the coil was only partially deployed within the cavernous sinus and spontaneously detached from the posterior wire due to a likely device malfunction. We then unsuccessfully attempted to push the remaining loose coil into the cavernous sinus with the echelon 10. We then attempted to flush the coil out of the microcatheter where it ended up lodged at the left internal jugular vein. The coil subsequently fell into the internal jugular vein down into the innominate vein into the superior vena cava at the svc right atrium junction.